Event description:
It was reported that this pacemaker exhibited loss of capture (loc) and undersensing on the atrial channel. Low amplitude was noted as well as changes in impedance measurements. Boston scientific technical services (ts) was consulted and recommended to perform a chest x ray to confirm the right atrial (ra) lead position as well as further evaluation. Additional information from the field representative confirmed it is planned to continue to monitor this patient. No adverse patient effects were reported. At this time, this device system remains in service.